Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a primed IV tubing set was inserted into the pump, the pump door was shut, the IV tubing clamp was opened, and the fluid in the IV tubing began to flow. The customer reported no patient harm.

Manufacturer narrative:
(B)(6).